Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1256 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "pulled out according to protocol without resistance, during the course it was pulled out 38 cm as inserted, but it was noticed that the tip was broken."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 4fr s/l powerpicc catheter. Marking wear was evident in the photographs. A partially circumferential split was observed near the distal tip of the catheter. The split progressed nearly entirely through the catheter shaft. Damage was evident in the submitted photograph; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue.

Event description:
It was reported "pulled out according to protocol without resistance, during the course it was pulled out 38 cm as inserted, but it was noticed that the tip was broken." Additional information received: bleomycin was infusing the day prior to the leak being discovered.